Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed to be an internal leak with blood present in the head of the dialyzer. The machine did alarm. Estimated blood loss was 100cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with new set-up on the same machine. Sample has not been returned to manufacturer for evaluation.